Manufacturer narrative:
H10: biomed has advised the v60 option code restoration was successful. Assisted customer with restoring the v60 serial # and power on hours. Customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The customer has advised closing the case. Biomed will call back if they have any additional questions. The biomed customer advised the v60 option code restoration was successful after replacing the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6) hospital. (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is beeping and alarming with a blank screen, nothing shows on screen just beeps and alarms. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was unable to access service mode. Customer attempted on battery power and ac power, same symptoms. Unable to pull any device logs. The rse suggested to the customer to try the power management (pm) printed circuit board assembly (pcba) board first and if still having issues try the central processing unit (cpu) printed circuit board assembly (pcba). The customer called back and informed that he replaced pm board, but still having same results. The customer is requesting part number and price for a replacement cpu pcba for the repair. The biomed customer called back into technical support requesting assistance with restoring the purchased options and serial # after replacing the cpu board. The rse advised customer the latest version of the service manual is version t. Biomed has requested the purchased options after replacing the cpu board. Advised customer to reference page 117 of the service manual for installing and configuring tera term.